Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted laparoscopic roux-en-y gastric bypass esophagogastroduodenoscopy possible hiatal hernia repair, on the 3rd firing across the stomach using reload, when the surgeon squeezed the handle in a slow controlled method,the knife assembly started to fire and then stopped distally. The reload would not advance any more. It fired a few staples that were not completely form "b" shaped. The surgeon resected further into the stomach and subsequently removed that portion of the stomach. Another handle was opened and used without incident.